Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. After the event devices were evaluated by the arjo technician. Visual inspection of the sling showed that clips had signs of wear and tear. The lift was in a generally good condition. Based on the photos provided of the sling involved in the incident, the clip that detached was the "gray" one. Based on sling label (photographic evidence attached to the complaint) the defective sling was manufactured on feb-2005, it has been in use for above 14 years. The arjo service technician advised the customer to not use this sling with worn clip. In addition, the customer was informed that sling should be replaced for a new one. The sling instruction for use (max01510 int issue 3) contains information that: "the useful life expectancy of the arjo sling is approximately two years providing the sling is used under normal usage conditions and is regularly cleaned, decontaminated and examined in accordance with arjo recommendations." "To avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process." The maxi twin instructions for use (IFU 04.kt.00_3gb) warns: "always check that the sling clips are securely attached before and during the start of the lifting process. Keep an eye on the tension as the resident's weight is picked up." Arjo performed thorough analysis regarding the reason for clip detachment. It was concluded that a sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. It cannot go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug. It cannot go downward as it is suspended on said clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. Previous simulations have established this to be at minimum over 13% of the body weight of the patient. Moreover, product instruction for use have been evaluated in terms of performing the attachment and detachment activities as described in the device IFU. The outcome was that the IFU instructions were found to be adequate to enable the caregiver to perform the intended activities safely. From the above it can be concluded that misusing of the clip attachment and incorrectly attaching it to the spreader bar was the reason of patient fall. In summary, the maxi twin floor lift and the clip sling were being used at the time of the event and played a role in the reported incident. As the clip detachment occurred, the sling did not meet the manufacturer's specification during the event. This complaint was decided to be reported to the competent authorities because the resident sustained a serious injury as an outcome of the event.

Event description:
On (B)(6) 2019 there was an incident reported to the arjo representative involving maxi twin lift and passive clip sling. During patient transfer (female, (B)(6) years old) it was noticed that the sling leg clip detached from the device spreader bar. As a consequence of the event, the patient fell out of the sling. The patient was transferred to neurology ward where was confirmed that patient sustained head subdural hematoma as an outcome of the incident. After the event devices were evaluated by the arjo technician. Visual inspection of the sling showed that clips had signs of wear and tear. The lift was in a generally good condition.